Manufacturer narrative:
(B)(4).

Event description:
Procedure: left hand extensor digitorum. According to the reporter: two anchors broke and the case was completed by another device. Operative time was extended by more than 30 minutes.